Manufacturer narrative:
As the device was not returned, no evaluation could be performed. No further investigation is required at this time. (B)(4).

Event description:
It was reported that camera head, model hd560h, received three weeks ago as a replacement would not provide a picture.